Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Event description:
It was reported that a insyte autoguard winged bl 22ga x 1.0in leaked during use. The following was reported by the initial reporter: "it was reported that there is leakage between the catheter and hub. Event description per attached email states: please follow up with t w at (ext: 2272) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: pc-20976 date of incident: (B)(6) 2020 hospital: royal inland hospital department: ambulatory care product: bd insyte autoguard winged IV catheter vmid: 333-381523 lot number: 9163692 product expiry date: 31-may-2022 number of defective product(s): 1 is sample available: no concern description: area between catheter and hub leaking. Once IV inserted into pt's vein, blood would not stop leaking. IV removed and nurse investigated deeper my flushing with saline and determined leak coming from catheter/hub connection."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a insyte autoguard winged bl 22ga x 1.0in leaked during use. The following was reported by the initial reporter: "it was reported that there is leakage between the catheter and hub. Event description per attached email states: please follow up with t w at (ext: 2272) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2020. Hospital: (B)(6). Department: ambulatory care. Product: bd insyte autoguard winged IV catheter. Vmid: (B)(4). Lot number: 9163692. Product expiry date: 31-may-2022. Number of defective product(s): 1. Is sample available: no. Concern description: area between catheter and hub leaking. Once IV inserted into pt's vein, blood would not stop leaking. IV removed and nurse investigated deeper my flushing with saline and determined leak coming from catheter/hub connection."